Event description:
It was reported that the device site "heats up like a hot battery" whenever patient lies on their left side. Follow-up received from the clinic nurse indicated that the patient has not been heard from since the original call. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.